Event description:
It was reported that 13 hours after pumping began, the pump showed "check catheter alarm." This "check catheter alarm" occurs "every once in a while." After a total of 23 hours of pumping, the "check catheter alarm" message starts to appear every two to three minutes. The arterial pressure waveform performed indicates that the pump is not "helping the pt." The md then exchanged the pump with a different pump. The pump alarms with the "kinking catheter alarm". The pt was x-rayed and no kinking was found. The md tried to adjust the catheter placement, and also tried to inflate and deflate the balloon with a 50 cc syringe; however, this "did not help the situation." The md removed the intra-aortic balloon (iab) and inserted another iab; and the "problem was solved.'' The md checked the iab he removed and did not find a kink, but the membrane did fail to fully deflate. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.